Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 183 and 148mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is 10/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling stating his meter is reading high results for him. I asked customer if he is experiencing symptoms of high blood sugar, customer stated he is feeling well. Customer stated his/her normal blood sugar range of reading is between 100-150 mg/dl fasting. Back to back blood test, result 183 mg/dl, 148 mg/dl customer stated he is fasting. Customer stated he did open the vial of strips on 10/01/2016 and that he keeps the meter and strips in the kitchen, I educated customer with proper storage technique. Meter memory was not set with date and time correctly. Denies the need for medical care.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 183 and 148mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is 10/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling stating his meter is reading high results for him. I asked customer if he is experiencing symptoms of high blood sugar, customer stated he is feeling well. Customer stated his/her normal blood sugar range of reading is between 100-150 mg/dl fasting. Back to back blood test, result 183 mg/dl, 148 mg/dl customer stated he is fasting. Customer stated he did open the vial of strips on 10/01/2016 and that he keeps the meter and strips in the kitchen, I educated customer with proper storage technique. Meter memory was not set with date and time correctly. Denies the need for medical care.